Manufacturer narrative:
This device is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Infection is a known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. With review of the available information patient compliance is a clinical factor that appears to have contributed to the event. There is no indication of any manufacturing or device performance issues related to the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
When the patient was admitted with suspicion of thrombus, upon assessment on (B)(6) 2015 the patient was noted to have large mass under the xyphoid. Chest CT scan demonstrated a 7 cm collection under the xyphoid. The plan was to drain the abscess on (B)(6) 2015. Abscess to be drained (B)(6). The patient was not a candidate for device exchange due to previous cva, extensive driveline infection, and compliance issues. After meetings were held with the family and palliative care on (B)(6) 2015 the patient was made "dnr/dni" (do not resuscitate/do not intubate) per his wishes. The decision was made to stop the lvad. Closure of the outflow graft was performed in the cath lab due to risk of further emboli. On (B)(6) 2015 a family meeting was held to determine the plan of care and on (B)(6) 2015 the patient was discharged to home hospice on dobutamine 5mcg.